Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 309328, lot#: 0209030773, implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that on 2017-04-27, as a result of the event, the stimulator had been reprogrammed and electrode had been repositioned. The event was still ongoing. No further patient complications have been reported as a result of this event.

Event description:
Additional information received reported that the issue was related to the lead and not related to stimulation. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 309328, lot#: 0209030773, implanted: (B)(6) 2015, product type: lead. Product ID: 309328, lot#: 0209030773, implanted: (B)(6) 2015 ,product type: lead. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 309328, lot# 0209030773, implanted: (B)(6) 2015, product type lead. Product ID 309328, lot# 0209030773, implanted: (B)(6) 2015,product type lead.

Event description:
Additional information received reported a reprogramming and lead repositioning on (B)(6) 2017 due to lead migration. The current status of the event was ongoing. It was updated to report that there was a return of urinary incontinence following a fall. The patient fell (B)(6) 2016 and had urinary incontinence afterward. The impedance on plot 3 was greater than 4000. Reprogramming was done on (B)(6) 2015, (B)(6) 2016, and (B)(6) 2017 with some improvement but never more than a few days. On, (B)(6) 2017, a slight lead migration was see on a radiology exam. A reprogramming and lead was repositioned on (B)(6) 2017. It was reported that the event was assessed as related to the lead and the event was resolved on (B)(6) 2017. It was reported that improvement was up to 80%. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported reprogramming was also done on 5-jan-2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) for a clinical study reported via a manufacturing representative that there was a return of urinary incontinence following a fall on (B)(6) 2016. Reprogramming was performed on (B)(6) 2016 and (B)(6) 2016 but the event remained unresolved. The event was assessed as not serious, not related to the procedure, and related to the stimulation. Medical history included fun ctional idiopathic urinary incontinence since 2000.